Manufacturer narrative:
The analysis confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have nicks. The inner tube hinges of the device were noted to be bent outward. The identified blade damage may have occurred from eternal contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a laparoscopic nephrectomy, in the middle of the case the blade broke. The case was completed with another shear.